Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode of red cell hangup (based on the photos provided) with the incident lot was observed. A review of the device history record was completed for batch 9154515, reorder number 367983. Based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The photographs indicate red cell hangup (fibrin with red cell fragments). Clotting in an upright posture will help mitigate the occurrence of red cell hangup. In addition, centrifugation at 3000 rcg (g) for 10 minutes in a swing bucket or 15 minutes in fixed angle centrifuge will, in most cases preclude this scenario. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported that poor separation occurred after use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the customer used to be another companies customer and we could convert the account. We started the implementation process which includes the beginning of sst tube use in all patient service centers. Before starting to use bd tubes, we provided training to the entire team of phlebotomists, including technicians who centrifuge samples. During the implementation, clinical consultants from bd team observed blood collection procedures and detected a very good process, following bd¿s recommendation of product use. Even after all those actions, we are seeing a high level of fibrin strands formation (25% of total) and difficulties to dilute the clot activator after mixing properly the tubes. We are wondering the relation of fibrin strands with residual clot activator. In the next slides you can find pictures from tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation occurred after use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "the customer used to be another companies customer and we could convert the account. We started the implementation process which includes the beggining of sst tube use in all patient service centers. Before starting to use bd tubes, we provided training to the entire team of phlebotomists, including technicians who centrifuge samples. During the implementation, clinical consultants from bd team observed blood collection procedures and detected a very good process, following bd¿s recommendation of product use. Even after all those actions, we are seeing a high level of fibrin strands formation (25% of total) and difficulties to dilute the clot activator after mixing properly the tubes. We are wondering the relation of fibrin strands with residual clot activator. In the next slides you can find pictures from tubes."